Event description:
It is reported that reservoir leaked past second o-ring. Nothing further reported.

Manufacturer narrative:
Inspected two opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.